Event description:
It was reported that a camera cover fell from an advantx lca+ x-ray system and struck a pt on the forehead while undergoing an upper extremity exam. This event occurred at the end of the procedure. The pt's forehead was cut and required a suture. The interrupted exam was not repeated and a follow up exam was not required. Upon initial eval by a ge healthcare field engineer, it was observed that the cover had a previous unreported break and had been taped back into place with scotch tape. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.